Manufacturer narrative:
(B)(4). Date sent: 9/13/2023. Investigation summary: this is an analysis of two videos submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the videos show a device with the jaws in the open position and with a white reload loaded. At the 0:01 mark tissue has been placed between the jaws. At the 0:03 mark the jaws are closed and at the 0:11 mark the jaws are opened and bleeding is noted on this area. However, no malformed staples could be observed due to bleeding on this area. Based on the video the event described is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation.

Event description:
It was reported that during the surgery, after a fire, noted bleeding. Opened the jaw and found that the staples were malformed (a video provided). The surgeon used suture to control the bleeding and continued the surgery. No other information could be provided.